Event description:
On december 9, 2022, fujifilm healthcare americas corporation became aware of an event involving echelon xl 1.5t MRI system. It was reported that while undergoing an MRI of the left hand the patient sustained 1st degree burns on her hand. The patient's burns were treated by an on-site nurse and no additional treatment or surgical intervention was required. There was no death associated with the event.